Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that patient presented to the or with an infection. Sz 6 genesis ll tibia was loose and was replaced with a 11mm 5-6 ps hiflex poly. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the patient underwent a revision surgery due to infection and loosening. To date, the requested surgical records and x-rays have not been provided. Therefore, the patient impact beyond the revision cannot be determined. Due to the lack of information provided, a clinical assessment cannot be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.